Event description:
A device malfunction was identified. An incorrect image time is stored for thyroid activity static images acquired outside of the u.s. Central standard time zone using e.soft (version 2.0) software. The incorrect time stamp may cause the displayed results to be incorrect. It may not be immediately clear to the user that the results may be incorrect.